Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty to the iliac artery, it was reported that a powerflex pro balloon was delivered to and inflated at the lesion. However, it ruptured at 4 atm during its second-dilation. Therefore it was removed from the patient and another new balloon was used. There was no patient injury and the procedure finished successfully. The lesion had been crossed with an unknown guidewire. The lesion was heavily calcified and the rate of stenosis was 80%. Additional information received indicated that there was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. It contrast media used is unknown and the type of inflation device used is also unknown. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. There was no difficulty removing the balloon catheter from the patient and the balloon was removed intact (in one piece). The device was not returned for analysis. Review of lot 15829230 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon burst could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, vessel characteristics (heavy calcification, stenosis) may have contributed to the difficulty experienced by the customer. Balloon burst is a well-known procedural complication during angioplasty where procedural factors and vessel characteristics often contribute to damage of the balloon resulting in burst. In this case, neither the DHR nor the information available suggests that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Additional information received on 10/31/2014 indicated that there was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. It contrast media used is unknown and the type of inflation device used is also unknown. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. There was no difficulty removing the balloon catheter from the patient and the balloon was removed intact (in one piece). Additional information will be submitted within 30 days of receipt.

Event description:
During a percutaneous transluminal angioplasty to the iliac artery, it was reported that a powerflex pro balloon was delivered to and inflated at the lesion. However, it ruptured at 4 atm during its second-dilation. Therefore it was removed from the patient and another new balloon was used. There was no patient injury and the procedure finished successfully. The lesion had been crossed with an unknown guidewire. The lesion was heavily calcified and the rate of stenosis was 80%. The product will not be returned for analysis.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.